Manufacturer narrative:
An event of dilator had a split was reported. It was reported that there was resistance while advancing the device over the non-abbott guidewire during the procedure. The device was returned to abbott for investigation and the dilator was noted to contain a split cut at the tip. The sheath had a slight damage on the light blue band, however it met dimensional specification despite the damage noted when analyzed. The cause of the reported dilator tip split could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Abbott is performing further investigation to monitor this issue.

Event description:
It was reported that a 14f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure, it was noted that there was resistance while advancing the device over the non-abbott guidewire. The delivery sheath and introducer were both removed from the patient. It was noted that the dilator had split, resulting in the wire appearing out of the side of the dilator. The device was removed from the patient and replaced with a new 14f amplatzer torqvue 45x45 delivery sheath. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.